Event description:
Caller reported a malfunction on the pump. The customer was unable to confirm fault ID because the pump keeps resetting as soon as they attempt to access malfunction in pump history. There was no reported adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.